Event description:
A percutaneous transluminal coronary angioplasty (ptca) attempted of chronic total occlusion (cto) with saphenous vein graft to right coronary artery (rca). After 25 minutes trying to get the wire down the vessel, tip fractured and it was decided not to attempt to remove the tip but ballooned up against the vessel wall.